Manufacturer narrative:
(B)(4).

Event description:
The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A pairing test was performed and passed. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.